Event description:
Same case as #6000089-2007-00543. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. Two taxus express2 drug eluting stents were initially implanted. Approximately 6 months later, the patient discontinued plavix in preparation for surgery. At some point after surgery, the patient presented to the hospital with st elevation. The patient received "lysis" which helped with revascularization of the vessel. Three days later, the patient was brought to the ccl. An angiogram was done and the stent was found to be patent. It is the physician's opinion that a thrombosis occurred. No further patient complications were reported. Patient status was reported as stable.

Manufacturer narrative:
A unit has not been returned for review therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch was unable to be conducted as the batch number was not provided. The root cause of this complaint is unknown.